Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the 5cc balloon, two way, pre lubricated foley indwelling urinary catheter came in for catheter change. Nurse did procedure as normal without resistance, however on removing the catheter patient was in pain. When catheter was removed the balloon was deflated however a bubble was present in the rubber coating of the catheter above the balloon. They did have some bleeding. The doctor did come see the patient to access and stated it was a malfunction of the catheter.